Event description:
Reporter indicated a pt had high lead impedance readings at an office visit. The vns was disabled and the pt will be followed clinically for now. Vns replacement surgery is not currently planned. X-ray review by the reporter did not identify any lead anomalies. No pt trauma or device manipulation was admitted.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.